Event description:
The customer reported that the device powered up a blank display. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A followup report will be submitted upon completion of the investigation.